Event description:
It was reported that the event occurred in the cath lab during insertion. The md attempted to insert the intra-aortic balloon (iab) through the teflon sheath via right femoral artery when the iab became stuck in the sheath. As a result, the iab was removed. A new iab was inserted. There is no report of pt death, complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. The pt outcome is good. Add'l info received on 14dec2011 from teleflex (B)(4) stated only the iba was removed and the sheath was left inserted (resistance was met at the proximal end of the sheath during iab insertion, so only the iab was removed). Therefore, the same insertion site was used. The second insertion was successful.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.